Event description:
Reporter alleged patient tested 520mg./dl at 17:33 and retested at 17:42 which measured 160mg/dl. Reporter stated at 17:44, meter read 68mg/dl and a lab was drawn at 17:50 which measured 65mg/dl. No treatment was reportedly recieived based on the meter readings. Controls reportedly passed. A request was made for the return of the suspect device and replacement product was sent.